Event description:
It was reported that the health care provider had been increasing the daily dose and that the pt was not getting any relief. A volume discrepancy was noted as the expected reservoir volume was 3.8 ml while the actual reservoir volume was 6.0 ml. The physician accessed the cap and was unable to aspirate medication from the catheter. A dye study was not performed for that reason. The concentration and daily dose of baclofen being administered via the pump were not reported. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
Results - used for catheter.